Event description:
The reporter stated that the point of the catheter and flush leak during use and cannot be sealed causing backflow and inaccurate data. There were no further details available as to injury or treatment associated with this event.

Manufacturer narrative:
The customer indicated that samples were unavailable for return. The DHR was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.